Event description:
On (B)(6) 2024 at approximately 1300 during a uni knee a raytec became stuck in the patients knee under an instrument. When the surgeon pulled it out it shredded into two pieces. All pieces were recovered. No x-rays needed, all counts were correct.